Manufacturer narrative:
Investigation results: the complaint that the blood control did not work was confirmed from the circumstantial evidence that was observed on the grip of the returned shield. What appeared to be excess blood residue was observed on the shield. The IV catheter with the blood control valves was not provided for investigation, so a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: blood control did not work at all. Additional info: 1. What was the impact to the patient? None. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.